Event description:
It was reported that during a coronary stenting treatment procedure stent deformation occurred. The target lesion was located in the obtuse marginal (om) of the left circumflex artery (lcx). The 2.5 x 16mm promuselement mr stent delivery system was implanted. Post dilation was performed and the stent was noted to have stent deformation. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).